Manufacturer narrative:
(B)(4).device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. Vascular access was gained from the left radial vein. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal left radial vein. The 5.0 x 40mm x 75cm mustang balloon catheter was advanced and met with severe resistance, but crossed the lesion. The balloon was inflated 3 times: 1st-15atms/30 seconds, 2nd-22atms/60seconds, 3rd-22atms and ruptured. The device was removed intact. The procedure was completed with a 4 x 40mm mustang balloon at 24atms. No patient complications were reported and the patient's status is good.